Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt got their ins battery replaced 2 weeks ago because the pt said the ins battery had a 5 year life and would no longer hold a charge and would die quick. Pt noticed the issue a couple months ago and they did not think anything of it then they started to have it not charge as good, so pt went to their doctor who said to replace it.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.